Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and the touchscreen is now shattered and unresponsive. Reportedly, the touchscreen no longer illuminates. Customer's blood glucose level was not impacted. Contact stated customer has back up manual injections for insulin therapy.